Manufacturer narrative:
Due to character restrictions in block e1 full event site name: (B)(6). A getinge field service engineer fse investigated the customers complaint with constant gas loss alarm. Fse could not reproduce the customer stated issue. Verified logs and found no gas loss alarms. Fse found there was no seal on the helium tank. Replaced the missing tank seal and functional tested with without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had constant gas loss alarms. No patient involvement and no harm reported.